Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter memory was locked. This complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012 at 5:54am, the patient reported testing on the subject meter, obtained an unknown reading, and manually entered the reading into his novolog insulin pump. The patient reported, he self administered 8.5 units of novolog insulin and 2 hours later was found by his parents, passed out. The patient reported, he was given an unknown dose of fast acting glucagon. The patient reported 5 minutes later he revived, but was "disoriented and groggy," and he was given another dose of glucagon, 15 minutes later, the patient's symptoms reportedly were relieved. The patient did not recall any of the readings obtained during this time. On (B)(6) 2012 at 5:10pm, the patient reported he obtained an unknown reading on the subject meter and bolused 13.5 units, and at 6:36pm, was found by his parents to be "convulsing, drooling, and unable to speak." The patient associated these symptoms with hypoglycemia. The patient reported he was given glucagon again, and his symptoms were relieved. The patient denied being transported to the hospital, or assisted by emergency medical services (ems). On (B)(6) 2012 at 6:12pm, the patient reported he obtained an unknown reading on the subject meter and bolused 8.5 units. The patient reported his parents were in the room with him, 5 minutes later he was told he was "acting drunk" and he was given "orange juice, apple juice, cereal or pop tarts" as treatment, and some time later felt better. The patient denied calling ems or being seen by a healthcare professional. The patient denied having symptoms of being "comatose" on any of these occasions. The patient reported testing 8-11 times per day, and his target blood glucose is "150mg/dl." The patient reported his basal dose on his insulin pump is 1.5 units per hour, 24 hours a day. At the time of troubleshooting, the cca was able to assist the patient in resolving the issue with a walk through retest. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue, he self administered too much insulin, developed symptoms suggestive of severe hypoglycemia and required assistance from a third party.

Manufacturer narrative:
(B)(4):the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.